Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces. No moisture damage found inside the device. It also had a cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error twice and the buttons were not responding. Blood glucose value was 240 mg/dl. The customer explained that the insulin pump was a little moist when he got out of the shower. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.